Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 780 mg/dl while wearing the pod for 24 hours. Once at the hospital the patients pod was removed. The patient was treated with intravenous fluids as well as an insulin drip and then manual shots of insulin. The patient reports being transferred to another hospital. Once the patients blood glucose level was at 300 mg/dl the patient applied a new pod and was supervised by the hospital while using their controller. The patients reported blood glucose at the time of the call was 100 mg/dl. The patient remains in the hospital at the time of the call.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.